Manufacturer narrative:
Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker. A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The valve is still implanted. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 5 days post implant of this 25mm mitral bioprosthetic valve, the patient received a permanent pacemaker (ppm). The reason for the ppm implant is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the reason for the permanent pacemaker implant was due to third degree heart block. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.